Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm edwards balloon due to moderate paravalvular leak (pvl). Significant central aortic regurgitation (ar) was noted which the physician suspected was due to a torn leaflet post-bav. Subsequently, a non-medtronic second transcatheter valve was implanted. No further associated adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)